Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinary y/bowel disfunction. It was reported that they don't think the therapy was doing a whole lot for them. Patient said they still got an urge and don't get to the bathroom on time and leak. Reviewed option to make an adjustment with healthcare provider (hcp). The patient was redirected to their healthcare provider to further address the issue. Additional information was received from the patient. The patient stated that the trial worked but since they got the implant it doesn't seem like it had done much. Patient wanted to feel an urge when they had to go. If the patient gets an urge they will just start wetting. They almost never gets to the bathroom. They had some medical things going on and hadn't had time to deal with their stimulator. Patient went to the doctor's office and met a lady that goes there twice a week. Patient doesn't know if the lady worked for manufacturer. The patient forgot to take their handset to the appointment. The lady told them to call in to manufacturer to get their therapy adjusted. Walked the patient through how to increase the stimulation to a comfortable level. The patient was going to monitor their symptoms. Additional information was received from the patient on 2024-aug-30. The patient stated that their settings previously made were still not quite working. Patient was seeking assistance in increasing their stimulation levels. Agent assisted pat ient in navigating to stimulation settings and increasing stimulation to a comfortable level. Agent also guided patient through activating MRI mode. Patient will continue to monitor symptoms and follow up with hcp if needed. Additional information was received from the patient. The patient stated that the therapy was still not working for them, they were up every 2 hours starting at 4am and when they sit for more than an hour and stand up, they leak. Helped caller change programs, the caller noted that it made them feel like they need to had a bowel movement. The caller reports no falls or trauma. The caller was feeling stim over the ins and not in the bike seat area on multiple programs. After trying multiple programs, the caller was able to feel stim comfortably in the bike seat area. When changing programs the caller reported seeing "device not responding" intermittently and reported that they never moved the communicator. Caller will maintain stimulation and adjust as necessary.